Event description:
A review of the reported information indicated that model md800f vena cava filter experienced obstruction of flow. The information was received from a one source. This malfunction involved one patient with no patient consequences. A female patient weighs (B)(6). Age of the patient was not provided.